Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were intermittently unresponsive and occasionally had a delayed response for two months. The patient reported noticing that the rubber keypad was peeling six months ago. It was noted that the keypad felt thin, moved around over the top of the keypad buttons and the button symbols were faded. The patient noted no evidence of moisture in the pump. The patient wore the pump attached to a belt and did not clean the pump. There was no adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. All the keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under all keypad contacts.